Event description:
Journal reference: spinelli m, weil e, ostardo e, et al. New tined lead electrode in sacral neuromodulation: experience from a multicentre european study. World j urol. Jul 2005;23(3):225-229. The use of a new tined lead electrode for sacral neuromodulation (sns) was evaluated in a study including a total patients with chronic voiding dysfunction. Reportable event: two patients received a new tined lead, after migration was seen at the 6 month follow-up. See mfg report # 2182207200807724.